Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure to treat stricture performed on (B)(6) 2025. During the procedure, a slow leak was observed in the balloon during inflation. The procedure was completed with the original device. The exact anatomy location when the balloon leak was encountered is unknown and is being reported as it may have occurred in the esophagus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.